Manufacturer narrative:
Date sent to the FDA: 05/10/2021. A manufacturing record evaluation was performed for the finished device batch qgbesu and no non-conformances were identified. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h3 summary: visual analysis of the returned samples determined that two sealed boxes (36 ea.) And an opened box with fifteen unopened samples of product code 8702h were received for evaluation. Visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength with knot force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted report is not intended to deny that you experienced a problem with the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were there any patient consequences? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain, no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a coronary artery bypass graft surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke 4 times. Either while taking passing to create the purse string or while tying the purse string off. The procedure was delayed for 20 minutes but completed successfully. There were no adverse patient consequences reported. Additional information was requested.